Event description:
The consumer had the unit plugged into a car with the car adapter and the prong that plugs into the car allegedly melted. No injury is alleged.

Manufacturer narrative:
No injury is reported. Manufacturer received information that the dc power cord prong melted. The dc power adaptor is used in the cars dc outlet. The connector plug is fused and the device is fuse protected. Unknown if device connector was modified or the cars dc outlet is correctly functioning. Manufacturer is attempting to get the alleged device back for evaluation. No risk of shock is presented to the user. With any electronic component failure, some degree of melting can occur however this is not an indication of sustained combustion. MDR filed as a result of the alleged melting statement. (B)(4).

Manufacturer narrative:
No injury is reported. Manufacturer received information that the dc power cord prong melted. The dc power adaptor is used in the cars dc outlet. The connector plug is fused and the device is fuse protected. Unknown if device connector was modified or the cars dc outlet is correctly functioning. Manufacturer is attempting to get the alleged device back for evaluation. No risk of shock is presented to the user. With any electronic component failure, some degree of melting can occur however this is not an indication of sustained combustion. MDR filed as a result of the alleged melting statement.

Event description:
The consumer had the unit plugged into a car with the car adapter and the prong that plugs into the car allegedly melted. No injury is alleged.